Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The device passed the therapy verification portions of automated electrical testing. Review of the device recorded episodes noted three untreated episodes and one treated episode which have noise. Investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was high but within normal limits. Also, the pulse generator had reached end-of-life battery status last october. The system was programmed off and a change-out was done the next day. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was high but within normal limits. Also, the pulse generator had reached end-of-life battery status last october. The system was programmed off and a change-out was done the next day. There were no additional adverse patient effects.